Event description:
It was reported that t:slim X2 pump battery would not charge, and charging connection was not recognized even after pump was left plugged into a working outlet for at least 30 minutes using Tandem charging cable and a third-party wall adapter, with no visible damage to USB port and no alternative cable available. There was no adverse impact to the customer¿s blood glucose level. Technical Support sent new Tandem cable and wall adapter, after which customer confirmed issue was resolved and case was closed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.